Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: after two hours of use, about thirty sealings the cutting became hard and it was difficult to grasp tissue because it was slippery. Another device was used to complete the case.